Manufacturer narrative:
Taper unk. (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or complaint date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."

Event description:
On holdreported events of intolerance, band slippage, erosion, infection, and "complete blockage" from journal article: "laparoscopic sleeve gastrectomy (lsg) - a good bariatric option for failed laparoscopic adjustable gastric banding (lagb): a review of 90 pts", obes surg, doi 10.10007/s11695-012-0825-7. Manufacturer of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 30 pts who experienced band slippage.